Event description:
Pt purchased lenses at the end of (B)(6) 2012. Pt reported to the business partner office that after putting in a new set of lenses, she got an eye infection. She didn't wear lenses for 3 weeks and then tried another new set of lenses and got another eye infection. She did not come to their office for treatment. On (B)(6) 2012, pt called and stated she is a nurse practitioner and self diagnosed her self. Infection started in one eye and ended up in the 2nd eye. She started using polytrim drops but it was taking a long time to work so then she started using gentamicin and it cleared up. She wore her glasses for a month and changed everything from solutions, lens case and anything else she had with the lenses. After the infection cleared up, she opened a new pair and after 3 days of wearing the lenses, she had another eye infection and started using the gentamicin and the infection was pretty resolved.

Manufacturer narrative:
This report is linked with (B)(4) 9614392-2012-00079.